Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nissen fundoplication procedure, the surgeon tried two reloads on the tissue and each reload did not close. The surgeon then opened a black reload which would then close and complete the case. There was no patient injury.